Event description:
The device was applied during a low anterior resection procedure. The anastomosis was incomplete. The surgeon resected the tissue and completed the procedure with another device to complete. The anastomosis and control the bleeding.